Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the pump down arrow button was unresponsive to presses. No further information was reported. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed underall of the keypad button contacts.